Event description:
It was reported that the procedure was to treat a mildly tortuous, and mildly calcified mid right coronary (rca) artery. A 3.5 x 15 mm xience prime stent was implanted in the rca; however, there was difficulty removing the balloon through the guiding catheter, although the stent delivery system was able to be removed from the anatomy without removing the guiding catheter. After removal the distal part of the balloon was wrinkled. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, guide cath: medtronic launcher al75. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to follow instructions and against resistance. Evaluation summary: the device was returned for evaluation. Guiding catheter resistance was not confirmed. Balloon wrinkle was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. Additionally, it was reported that the sds was withdrawn from the anatomy without retracting the guiding catheter when resistance was met. The balloon wrinkle likely occurred as a result of interactions with the guiding catheter as resistance was met during withdrawal. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.